Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, the reported difficult or delayed positioning appears to be due to patient conditions. The tissue damage appears to be due to a combination of patient conditions and procedural circumstances. The reported patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first mitraclip was placed medial of p2. There was a reduction in mr but substantial residual mr was noted lateral to the first clip. A second clip delivery system (cds) was advanced and placed on the lateral side of the first clip but grasping was difficult therefore the clip was moved 3 times to optimize the grasp. A leaflet tear was suspected though not confirmed, therefore the 2nd clip was deployed in the area of the suspected damage. Residual mr was noted laterally and 2 more clips were deployed, reducing mr to 1-2. Two days post procedure the mr increased to 4 therefore the patient was taken for mitral valve replacement surgery where it was confirmed the leaflet was torn. No additional information was provided.